Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated oversensing due to electromagnetic interference/noise and unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received three inappropriate shocks. It was noted that the lead integrity alert (lia) was triggered due to noise and a fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.